Event description:
It was reported that, "during screw insertion into an acetabular cup, the tip of the screwdriver broke off and lodged in the head of the screw. The fragment dislodged from the screw head and was removed."

Manufacturer narrative:
Method: device history review and complaint history review. Summary of eval: a visual inspection of the returned device showed the tip had fractured off. This confirms the reported event. The fractured tip was not returned although was retrieved from the pt. Device history records for the specific lot indicate that the devices were manufactured and accepted into final stock with no reported discrepancies. A review of the product experience reporting database, indicated there have been previous similar reported events. The root cause of these reported events was determined to be a design issue and/or customer misuse. The results of the previous similar reported events indicated that the tip of this driver deformed due to torsional overload. This failure mode is observed when the driver is over-torqued, the driver tip wears excessively due to repeated use of the driver, or when the driver tips is angulated extremely within the screw head during use. The toot cause was presumed to be customer misuse. Should add'l info become available, the eval summary will be submitted in a supplemental report.